Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was not reproduced. A review of the event history log revealed multiple upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. An upstream sensor was out of specification and was determined to be the cause of the condition. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion during clinical use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.